Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 50ml ls precise tip was damaged. This occurred on 5 occasions. The following information was provided by the initial reporter: the tip of the syringe of 50ml hypo were twisted and could not be used.

Event description:
It was reported that syringe 50ml ls precise tip was damaged. This occurred on 5 occasions. The following information was provided by the initial reporter: the tip of the syringe of 50ml hypo were twisted and could not be used.

Manufacturer narrative:
H6: investigation summary: five actual samples were received by our quality team for evaluation. From the samples, a damaged barrel tip was observed. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. The team investigated different sections of the syringe machines and matched the potential area which could lead to the damaged barrel. The damaged barrel tip could have occurred at the assembly machine. When there is a molded plunger jammed at the assembly dial which causes the machine dials to be unable to turn, the production technician removes the top thumb-press of molded plunger with a cutter, then slowly adjusts the dials until the jammed plunger free from the tight spot. The probable root cause of this nonconformance could be due to the thumb-press of the plunger being stuck inside the lower tooling. This results in the syringe barrel tup to be unable to sit fully in the lower tooling and being forced to press into the tooling, causing the barrel tip to be damaged. The on-the-job training will be revised to add an additional step to clear the molded plunger thumb-press from the lower tooling and communication to the production technician to raise awareness on the reported defect will occur. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.